Manufacturer narrative:
(B)(4). Date sent: 6/28/2021. Additional information was requested, and the following was obtained: can a timeline of events be provided? There were 4 patients with postoperative bleeding. In 3 cases a diagnostic laparotomy was necessary. All in the month of (B)(6) 2021. How was the bleeding identified? Hemoglobin decrease and 2 also during the diagnostic laparotomy. How was the bleeding addressed? All cases received first tranexaminezuur, followed by routinely hemoglobin checks. In three cases the decrease of hemoglobin continued despite tranexaminezuur and therefore a diagnostic laparotomy was done the check the staple seams. In 2 cases the needed to put extra clips on the staple seams. Was a transfusion required? Yes is all cases. Does the surgeon routinely wait 15 seconds prior to firing? Yes, always. What is the typical cartridge selection? Yes. Was buttressing material used? No. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No issues intraoperatively noticed.

Manufacturer narrative:
(B)(4). Date of event: only year is known. It is assumed first day of the month (month, year) that the complaint was received. Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can a timeline of events be provided? How was the bleeding identified? How was the bleeding addressed? Was a transfusion required? Does the surgeon routinely wait 15 seconds prior to firing? What is the typical cartridge selection? Was buttressing material used? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location.

Event description:
It was reported that post-operative to bypass & gastric sleeve resections (B)(6) 2021 till (B)(6) 2021, the surgeons expressed their concern on the postoperative bleeding complications of the new stapler. 4 postoperative bleeds since starting with the powered + stapler in mid april. Not a product problem intraoperative, but a postoperative feedback was given.